Event description:
A field service engineer called in to report that while running a hbc assay, summit sample handler delivered inadequate sample and diluent to well a3 and no error was generated. The plate was aborted and the instrument was taken out of service. The service engineer found the tip clamp sleeve to be stuck to the tip clamp. The engineer replaced the tip clamp and plunger clamp in position 3. No death or serious injury resulted from this incident.